Event description:
Approx 2mm of absorbable milagro advance interference fixation screw (7x23mm) for acl reconstruction broke off during fixation. Decision was made to leave in place with add'l screw placed for fixation.